Event description:
Complaint from dialysis center alleging that the arterial line has broken down while the pt was receiving dialysis treatment. Nurse manager was contacted she reported to quality engineer that a crack at the pump segment was discovered to cause blood leak. Estimated blood loss 250cc. Pt suffered not ill effect. Hematocrit not available at this time. Actual sample was discarded. Dialysis machine in use: another co's 550-blood flow rate 350 to 400ml/mn.